Manufacturer narrative:
Visual inspection performed by r&d project manager r&d analysis performed on (B)(6) 2019. The liner shows damages on the inferior surface of the cylinder likely due to the manoeuvres for the removal from the reverse metaphysis.

Manufacturer narrative:
Batch review performed on 14 may 2019: lot 179982: (B)(4) items manufactured and released on 24-apr-2018. Expiration date: 2023-04-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: reverse shoulder system 04.01.0174 glenosphere 42x27 (k170452) lot 179967: (B)(4) items manufactured and released on 03-may-2018. Expiration date: 2023-04-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event (complaint (B)(4)). Clinical evaluation performed by medical affairs manager: polyethylene liner revision occurred 2 months after reverse total shoulder arthroplasty due to recurrent luxation. The components remained intact and we cannot detect any hint of a defect that led to the problem. These events are normally originated by progression of disease to the soft tissues or insufficient re-establishment of soft tissue tension after the operation. No further conclusion can be drawn with the elements at hand.

Event description:
On (B)(6) 2019 we were informed about a revision surgery performed on the following day due to implant luxation (glenosphere from the liner) 2 months after surgery, and deltoid damaging: a thicker inlay has been used in the revision. This is the second revision surgery for this patient that was revised firstly in (B)(6) 2019 due to an unknown reason. The primary surgery, the date is unknown, has been performed with non-medacta products.